Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient experienced yellow drainage, odor, and pain in both axillae on the evening of the miradry treatment. The patient went to the ER. Medrol dosepack (steroid) and norco (pain medication) were prescribed by the ER physician. By 5 days post-treatment, the treating clinic stated the patient was improving. No further follow-up is expected.